Manufacturer narrative:
Na. The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 29 mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient¿s baseline rhythm was sinus, with a history of right bundle branch block (rbbb). The membranous septum length was not measured, and there was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, in the cusp overlap view (cov), the inflow edge of the constrained valve within the capsule was positioned at the base of the aortic annulus, with the pigtail confirmed at the bottom of the non-coronary cusp. The final implant depth at release was 2.5 mm at the non-coronary cusp and 3.0 mm at the left coronary cusp. During the procedure, the patient developed heart block, for which a temporary pacemaker was placed, and the patient left the cath lab with the temporary pacing in place. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay. On (B)(6) 2026, the patient underwent implantation of a permanent pacemaker to resolve the event. The patient did not require a prolonged hospital stay for rhythm monitoring and was subsequently discharged.